Event description:
It was reported that during testing conducted at the manufacturer facility, the tps handpiece cord was found to have copper wires showing. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have a cut in the cord. The device was discarded by the manufacturer.